Manufacturer narrative:
(B)(4).

Event description:
A report was received indicating that after initial observations of a negative deflecting r-wave during pre-surgical evaluation, the users obtained an acceptable r-wave ECG signal of approximately 0.8mv in 3 different body positions, confirmed to be at proper ECG paper speed and lead settings. ECG filter settings were unknown. Implant surgery was initiated and during surgery, when heartbeat sensitivity was attempted to be evaluated, only results of "????" Were displayed which indicates lost/no communication. The surgeon was not comfortable with moving the pocket as this would create a larger wound, so the generator was implanted and the pocket was closed. It was reported that the patient was taking beta blockers, and it is suspected that this may have contributed to a weak ECG signal. Follow-up indicated that the output current was not programmed off when attempting to detect heart rates. No communication difficulties were encountered during the implant procedures other than those noted. All 5 heartbeat sensitivity settings were evaluated with the device in the pocket which was formed in the best position as determined by the pre-surgical ECG evaluation. Heartbeat sensitivity testing was repeated post-operatively in recovery but was again unsuccessful. Manufacturing records were reviewed for the pulse generator and did not reveal any unresolved non-conformances and proper r-wave detection function was verified. It was subsequently reported that the patient came in for a post-operative device check roughly 2 1/2 week post-implant at which time the device was found to be functioning properly. The physician activated tachycardia detection at a setting of 40%. It is unknown if heart beat sensitivity was specifically evaluated and what the results may have been. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Upon follow-up, the patient has been non-compliant regarding troubleshooting appointments. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.

Event description:
Information was received clarifying that heart beat sensitivity was not evaluated at the follow-up patient device checks. Programming history and test data from the date of implant was provided and reviewed. Two system diagnostic tests were performed and both show normal impedance results of 3046 and 2907 ohms. The battery indicator is ifi -no. All output currents remained programmed off, including during the heartbeat testing. Tachycardia detection was programmed on, and sensitivity levels 1, 4 and 5 were attempted. Foreground heart rates of 0, 60 and 62.7 bpm were recorded by the device. Based on the timing and the field report it appears sensitivity levels 1 and 5 were attempted again post-operatively. The device remained programmed at sensitivity setting 5, with td on at 40% and autostim output current off.

Event description:
The patient was subsequently seen for follow-up and device evaluation. No adjustments were made to the device settings.